Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system is being explanted due to infection. It was also noted that the atrial lead impedance measurements were less than 200 ohms. The device was already programmed to vvi due to chronic atrial fibrillation (af), but the atrial channel was showing a flat line despite atrial sensing being programmed to bipolar configuration. No additional adverse patient effects were reported.